Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio observed that the device would power on, detect a patient load was connected, charge and shock. Physio downloaded the electronic patient record from the event and confirmed that for the first 1 minute and 17 seconds the device did not detect that the patient was connected; however, the cause of which could not be determined. Once the patient was detected, the device provided 4 analyses, all of which resulted in a no shock advised decision. The physio-brand therapy electrodes used during the event were disposed of following the event and therefore were not available for examination. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not initially detect that a patient was connected during an event and provided a "connect electrodes" message. Medical personnel attempted to reposition the physio-brand therapy electrodes; however, this did not resolve the issue. Medical personnel then disconnected and reconnected the therapy electrodes multiple times with no change. Finally, medical personnel powered the device off then on again, and the device detected the electrodes were connected to the patient and began to operate as expected. An advanced life support (als) medical crew arrived on scene and plugged the same therapy electrodes in to their device and continued patient care. The extent of the care provided by the als crew is unknown. The patient was believed to be an (B)(6) female; however, the age and gender could not be confirmed. Additionally, the patient outcome could not be confirmed by the customer. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control was able to obtain additional details about the patient event which have been entered in this supplemental medwatch report. Additionally, it was later confirmed that the patient, an (B)(6) female, did not survive the event. Physio-control performed a clinical review and determined that the device use did not contribute to the outcome of the patient. This is due to the healthcare provider who was on scene indicating that the device use did not contribute. Additionally, the electronic patient record from the reported event indicated that defibrillation was not necessary based on the patient's heart rhythm (ECG) which showed that the patient was in the non-shockable rhythm of asystole.